Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced ventricular tachycardia (vt) for the patient due to the biventricular trigger on a premature ventricular contraction (pvc). Reportedly, this has happened quite a few times and it is always non-sustained vt. The crt-d did not deliver any therapy due to the induced arrhythmia. The patient will be brought in clinic to turn off the biventricular trigger and will continue to be monitored through latitude. The crt-d remains in service. The patient did not experience any additional adverse effects due to being asymptomatic.